Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the y-up function on the imaging system was not functioning. To resolve the reported issue, the gantry motion controller was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller was returned to the manufacturer for evaluation. Testing found that motion calibration could not be completed as the y-up motion could operate intermittently.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system gantry was unable to un-dock. The surgeon elected to complete the procedure with a c-arm. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system.